Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the peritonitis event. On the same day, the patient began treatment with vancomycin (1gram, route and frequency not reported) and meropenem (250 milligram in each bag for 3 exchanges, intraperitoneally. Frequency not reported) for the peritonitis. At the time of this report, the patient was recovering from the event and was doing well. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that antibiotic treatment was stopped 18 days after event onset. At the time of this report, the patient has recovered from the event and was doing well. Should additional relevant information become available, a supplemental report will be submitted.